Manufacturer narrative:
H3: product analysis - part# nav4680003; lot# em23a025 visual and functional inspection confirmed the trial is jammed on the nav inserter. The shaft appears to be broken and is no longer spinning to unthread the trial from the inserter tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional via a manufacturer representative regarding a device used for spinal therapy. It was reported that the trail was stuck on inserter. Tech put the trial on the nav inserter, it wouldn't stay tight. Surgeon then asked to have the tech tighten as much as possible, after that the trial couldn't be removed. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the procedure was l2-l4 olif. For instrument was discovered broken upon opening the tray at the back table during set up. Additional information was received from the manufacturer representative that the inserter device itself was broken- not functioning as it should have been. When attempting to attach the trial cages it would not thread properly and eventually retained a trial, we were unable to release.